Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not advance through the sheath. It was suspected that the valve was damaged. The case was completed with cryo. No patient complications have been reported as a result of this event.